Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR". No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed during functional testing. Archive review could not be performed because the data could not be downloaded. Therefore, the specific type of system error could not be identified. The probable root cause of the system error was the processor board (pca) failure, likely due to the age of the device. The autopulse platform was manufactured in august 2005 and is over 18 years old, well beyond its expected service life of 5 years. Visual inspection of the returned autopulse platform showed no apparent physical damage. Unable to recover data from the archive because the platform did not fully boot up due to the system error. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, confirming the customer's reported complaint. The probable root cause of the system error was the malfunctioning processor board, which must be replaced to remedy the fault. Last autopulse 1.1 was manufactured in 2009. As of july 2016, zoll announced the end of life for autopulse 1.1. Many important components used in ap1.1 are no longer available further restricting our ability to service. Zoll recommended scrapping the autopulse platform to the customer. This platform was returned to the customer without repair with a label stating, "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).